Event description:
Pt went to lay on the tanning bed and broke the acrylic platform used to lay on. She received some minor scratches in the process.

Manufacturer narrative:
The user exceeded the weight capacity of the device. The acrylic exceeded its life expectancy and was not replaced as in the instructions of the owner's manual.